Manufacturer narrative:
Updated fields: h3, h6, h11. Corrected fields: h6 health effect impact code changed to f27. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.date of event is unknown. Additional information will be provided if available.

Event description:
It was reported the gastrointestinal videoscope experienced static image during reprocessing. There were no reports of patient involvement.